Event description:
On 6/13/94 patient underwent surgery for revision of left total hip arthrolasty and removal and relacement of femoral component and head. Previous surgery performed on 4/15/91 by dr.pateint had original bilateral hip replacements in 1982 with history of several revisions thereafter.recent history includes increasing pain to the left hip of about six months duration and cervical spine and lower back pain.